Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the surgeon loaded the lens upside down. He cut the lens out and replaced with the same model and power. The patient had mild corneal swelling but otherwise looked good. Additional information has been requested and received which states that the patient symptom's has been resolved and there is no harm occurred to the patient.

Manufacturer narrative:
Information was provided in the file that the 19.5 diopter (add power +2.2/+3.2) lens model was removed to due the lens being inserted upside down. Based on the information provided, the event does not appear to be related to the product. Additional information was provided that the product did not cause or contribute to the event. The surgeon indicated that the cause of the event was due to "improper loading of the lens by technician the manufacturer internal reference number is: (B)(4).